Event description:
It was reported that: while ventilating a patient, the ventilator posted an audible alarm and stopped ventilating the patient. The ventilator would then continuously reboot. The patient was manually ventilated with an alternate ventilation device until being switched to another ventilator.